Manufacturer narrative:
This device is expected to be returned for analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a routine device check, this implantable pacemaker was showing one year remaining until explant, within one year of being implanted. A save all to disk and memory dump were requested to assess the battery depletion. Analysis of this data revealed that after implant, the power increased to abnormal levels which were beyond the level of normal device operation. The hardware appeared to be malfunctioning and explant of the device was recommended. The battery status indicators were correct, but the root cause remains unknown. Additional information was received which noted that the patient denied exposure to high dose radiation, electrocautery, electric shock or trauma since implant. The patient was not pacemaker dependent at that time, and all measured data was within normal limits. A surgical procedure was performed to explant and replace the device due to premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. The battery voltage was 2.93 volts. Higher-than-expected power usage was verified. The titanium case was opened to facilitate inspection of the internal components. Visual inspection revealed no irregularities. Testing found a high current condition. Additional electrical testing and analysis were then conducted, which isolated the high current to an anomaly within the mixed mode integrated circuit (mmic). This anomaly caused a high current drain, which over time resulted in the reported clinical observation.